Manufacturer narrative:
It was impossible to introduce the micrusphere 10 platinum microcoil 3 mm x 5.4 cm (sph10030020/f69135) into the microcatheter (details unknown) because the coil made a loop. The coil did not become stuck in the microcatheter at any time. The coil was removed from the microcatheter safely. Other coils (details unknown) were deployed through the same microcatheter with no difficulties. The coil was returned severely damaged and mechanically detached from the device positioning unit (dpu). Due to the severe damage to the entire unit, the root cause of the introduction difficulty of this coil cannot be determined. In addition, without the return of the microcatheter and the y adaptor used in the procedure, it cannot be determined if these components contributed to the complaint event. Furthermore, it was stated in the event description that the coil was removed from the microcatheter safely, therefore the detachment observed during the analysis most likely occurred during shipping. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: microcatheter (details unknown); coils (details unknown).

Event description:
It was impossible to introduce the micrusphere 10 platinum microcoil 3 mm x 5.4 cm (sph10030020/f69135) into the microcatheter (details unknown) because the coil made a loop. The coil was removed from the microcatheter safely. Other coils (details unknown) were deployed through the same microcatheter with no difficulties.